Manufacturer narrative:
(B)(4). Physio-control provided the customer with technical assistance. The device has not been returned to physio-control. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would not power on when prompted. As a result, defibrillation therapy would not have been possible if it were necessary. There was no patient use associated with the reported event.